Manufacturer narrative:
Date of event: exact date unknown, event occurred at the year of 2017. Implant date: explant date: 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19835420.

Event description:
It was reported that the patient underwent an explant procedure due to a non device related infection. No further information has been obtained despite good faith efforts.